Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that the ins wasn¿t charging. The patient initially reported that the recharger was connecting to the ins and seeing charge screen/flashing ins battery. The patient was to charge for 30-45 minutes. The patient later reported and clarified that he provided incorrect information during the first call. The patient reported that the recharger charges and the battery flashed but the patient didn¿t see the coupling boxes and described the reposition antenna screen. The patient reported that both the patient programmer and recharger weren¿t connecting. No further complications were reported.